Event description:
The patient noticed they had not been receiving medication. The physician stated that the patient's pump "locked" up and was not working. Telemetry recorded a motor stall. The pump replacement indicator showed 9 months. The pump was replaced. The patient recovered without sequela and there was no patient injury. The medications being delivered via the device system were bupivicaine, and hydromorphone (dilaudid).

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump model 8637 serial# (B)(4) showed that the pump passed the alarm volume function. The pump battery was on the recall list, but not on the propellant recall list. No anomalies seen in the battery history log. A motor stall occurred, with a motor stall recovery noted. A power on reset occurred, before the battery command test (bct), and after decontamination. This was possibly due to drug precipitate. However, this was not able to be confirmed during destructive analysis. The pump ran for a full 2 min at 24,000 ul/day rate during the bct. The pump failed the dispense test, likely due to the motor stall. The pump failed the initial functional test. The pump passed the cap patency test. The battery passed the resistance and battery voltage tests. No leaks seen in the pump tubing. The upper shaft of gear 2 was worn. There was slight corrosion on gear wheel 3 surface, moisture below feedthru, and residue on pumphead pins noted. No further anomalies seen.